Event description:
Per the clinic, device was explanted (date not reported) due to soft tissue problems. The patient was reimplanted with a new device (date not reported).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.